Manufacturer narrative:
The suspect system control board was returned to the manufacturer for evaluation. Testing found that the reported issue occurred during to intermittent communication between components on the circuit board.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The suspect power enclosure was received by the manufacturer for evaluation. Testing found that a transistor on the circuit board was open. This caused the reported issue of voltage being supplied without stopping. This confirmed an electrical failure due to the open transistor.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the following actions and observations were reported: it was found that battery tray number 7 was not charging even when the mobile view station (mvs) interface cable was connected. The battery voltage was dropping. The charger enclosure was replaced. However, it was then observed that battery tray 7 was still not functional. The system was still not booting due to 96volts during bootup at j3 of the power enclosure during bootup and when the e-stop was pressed. This would cause the motion controllers to not work properly. The charger enclosure and power conversion was replaced. During the firmware update process with the y cable and 4.0.2 software cd the charger node 12, 13, 15, 16, charger backplane, and mvs power controller failed. After this, the system was not able to reboot. The medtronic representative then proceeded to replace the charger enclosure and mvs power controller. It was then showed that the can bus repeater on the system control board was weak and because of this, was replaced. Calibrations and dose checks were performed. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system's battery level indicator showed that the battery was low. Additionally, it was reported that the red led was blinking and the imaging system was not starting up. No patient was present during the time of the reported incident.

Manufacturer narrative:
Device evaluation: the suspect battery tray assembly and enclosure charger were returned to the manufacturer for evaluation and the reported issue was confirmed. Functional testing, performance testing, and visual/physical examination was performed on the returned battery tray assembly and charger enclosure. Visual inspection confirmed the cause of the issue was the battery conductor that connects the batteries in series was disconnected. Bench testing failed and individual voltages showed one of the batteries had low voltage.

Manufacturer narrative:
Analysis on the returned assembly tray battery resulted in an electrical failure caused by conductors that were disconnected. There was also low voltage from the battery. Testing shows low voltages below spec. Recorded 3.96vdc and 1.31vdc from the expected 12vdv.